Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since date of implant has been having problems with frequent urination at night, still getting up 3-4 times. Patient said that during the trial didn't have to get up at all during the night. When asked, patient said that prior to the trial was getting up twice a night. Patient said that she made an adjustment and gradually increased stimulation however when reached a certain intensity stated felt shocking in their vagina so they decreased the setting and contacted their managing physician. Patient said that was directed to switch programs instead of increasing the setting. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and it was determined that stimulation was off which patient didn't expect. Patient turned therapy on, decreased the setting and decided will maintain stimulation level and will continue to track symptoms. Patient to monitor symptoms for at least a day or two and then make an adjustment as needed. Email was sent to registration to update patient's phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulation being off was determined. They reported that steps taken to resolve the issue included that they were given instruction on the use of the stimulation. They reported that the issue had been resolved.